Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history review has been initiated and a supplemental report will be submit upon completion.

Event description:
It was reported that it was not possible to deflate the balloon, either with or without the syringe, during use of a swan-ganz catheter. There was no patient injury. Patient demographics were requested and not provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution.

Manufacturer narrative:
Our product evaluation laboratory received one model 131f7 swan-ganz catheter with a 1.5cc monoject syringe. The balloon inflated clear and concentric and remained inflated for 5 timed minutes without leakage. The balloon deflated within 2 seconds without the syringe attached, which was within the specified timeframe of 4 seconds. All through lumens were patent without any leakage or occlusion. No visible damage was observed from the catheter body or the returned 1.5cc limited volume syringe. The customer report of ¿balloon could not deflate spontaneously¿ was not confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. As stated in the IFU, ¿passively deflate the balloon by removing the syringe from the gate valve". Balloon deflation difficulty can result in an occlusion of blood flow and possible distal ischemia. It is unknown if user or procedural factors contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.